Manufacturer narrative:
Device received with missing segment due to moisture damage at electronic and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could only see a very faint logo on the screen of insulin pump and a flashing red light. The customer¿s blood glucose was 370 mg/dl. The customer was assisted with troubleshooting. Customer states the insulin pump was neither dropped nor bumped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.